Event description:
Renal failure, malfunctioning lt. Tessio catheter, left subclavian vein thrombosis. This report was prepared pursuant to the requirements of the smda, is inadmissible as evidence, and is not an admission of liability.